Manufacturer narrative:
Manufacturer's ref (B)(4). (B)(6) 2023: a device history record review has been completed and have found that the root cause of this issue came from production as aid was not properly cleaned before it went out. The image of crack on the edge of the ha is caused by the glue protruding out of the receiver as the tech has placed excess amount of glue inside. When the tube was pushed outwards, it brought the excess glue from inside the channel to the surface and cured making it appear as if it is a crack. Investigation is still in progress.

Event description:
(B)(6) 2023: it has been reported that wax filters in the hearing aid have fallen off in user's ears. The user had to go to hospital to get them removed. The white ring casing that houses the wax filter looks to be cracked. The wax filters do not sit neatly, they protrude more than normal and don't sit symmetrically flat.

Event description:
On 18-apr-2023: it has been reported that wax filters in the hearing aid have fallen off in user's ears. The user had to go to hospital to get them removed. The white ring casing that houses the wax filter looks to be cracked. The wax filters do not sit neatly, they protrude more than normal and don't sit symmetrically flat.

Manufacturer narrative:
Manufacturer's ref# (B)(4). On 18-apr-2023: a device history record review has been completed and have found that the root cause of this issue came from production as aid was not properly cleaned before it went out. The image of crack on the edge of the ha is caused by the glue protruding out of the receiver as the tech has placed excess amount of glue inside. When the tube was pushed outwards, it brought the excess glue from inside the channel to the surface and cured making it appear as if it is a crack. Investigation is still in progress. On 16-may-2023: the clinical investigation concluded: the clinical evaluation for the device family does evaluate wax filter remaining in the ear canal after hearing aid removal. The hazard is identified in the risk analysis and mitigated on device design by ensuring that the wax filter cannot be removed without a tool. The user guide states to contact the hcp if a foreign object is in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g., unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk register conclusion: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. This case is considered as a single incident and will be included in regular trending. No actions have been initiated based on this individual event. Manufacturer's investigation is final. This is a final report.